Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the leads into the pulse generator header. The device was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.